Manufacturer narrative:
(B)(4).

Event description:
The recipient's device reportedly migrated and elevated impedances. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company. A review of the device history record noted no rework. This is the final report.